Manufacturer narrative:
(B)(4). The customer returned one guide wire and product documents for evaluation. The guide wire was separated and showed evidence of use. While this guide wire contains a distal j-bend, it is indistinguishable due to the damage. Therefore, it is impossible to discern which weld is the distal weld, and which weld is the proximal weld. Visual examination revealed the guide wire is separated. One of the welds detached from the coil wire. The detached weld was not returned. Microscopic examination of the guide wire confirmed the missing weld and confirmed the second weld was still attached to the coil wire. The core wire also broke adjacent to the intact weld. The remaining core wire was not returned. The length of the returned guide wire could not be measured due to the missing core wire. The outer diameter of the guide wire measured 0.794 mm which is within the specification of 0.788-0.826 mm as per guide wire graphic. Functional inspection could not be performed due to the damage to the returned guide wire. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished , radiographic visualization should be obtained and further consultation requested. " the report that the guide wire separated was confirmed through examination of the returned sample. The core wire was broken from both welds (and not returned) and one of the welds separated from the coil wire. The guide wire met all relevant functional/dimensional requirements during investigation testing. A device history record review could not be performed for this complaint investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Wires frayed during cvc placement. Two attempts were made on the same patient. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
Wires frayed during cvc placement. Two attempts were made on the same patient. No patient harm was reported. The patient's condition is reported as fine.